Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3-device evaluated by mfg- corrected to "yes", h6-type of investigation - removed code"4114", h6- removed code- "3221". The device was returned to the factory for evaluation on 10/26/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and no blood was observed. The delivery device was returned outside the loading device with the white plunger partially depressed and the blue safety lock off which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact rolled seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.221 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "fitting problem" was confirmed.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000315707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported hst iii system (4.3mm) was prepared according to the instructions for use. When the applicator was pulled out of the case, the sealing system remained in the loading device. No patient endangerment.